Event description:
During this robotic case, surgeon went to use the ligasure device and it would not work at all. All connections were checked and secure. He asked for another device and it worked fine. No patient injury.